Event description:
Patient received a le-fort 1/bsso orthognathic procedure and was implanted with plate and screws implanted on (B)(6) 2011. Patient returned to surgeon for follow up visit in (B)(6) on an unknown date with clinical exam showing a non-union of the maxilla. Patient returned to the operating room on (B)(6) 2012, all hardware being removed. Surgeon revising the patient to another le-fort 1/bsso with possible bone graft or bmp, and a non-synthes dental splint. This is 16 of 35 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.